Event description:
It was reported that a patient on peritoneal dialysis (pd) was being treated for peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdomen pain. As a result, on (B)(6) 2021, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s pd culture (obtained on (B)(6) 2021) grew staphylococcus aureus and an elevated white blood cell (wbc) of >3000. The nurse stated the patient was treated with unknown antibiotics during hospitalization. Subsequently, on 6/apr/2021, the patient was discharged from the hospital and continues pd treatment with the same cycler. The patient is continuing antibiotics on an outpatient basis and is reportedly recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was being treated for peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdomen pain. As a result, on 3/apr/2021, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s pd culture (obtained on 3/apr/2021) grew staphylococcus aureus and an elevated white blood cell (wbc) of >3000. The nurse stated the patient was treated with unknown antibiotics during hospitalization. Subsequently, on 6/apr/2021, the patient was discharged from the hospital and continues pd treatment with the same cycler. The patient is continuing antibiotics on an outpatient basis and is reportedly recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.